Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to an inappropriate treatment or patient's passing.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. The patient was reportedly in a rehab center prior to passing. It was reported that rehab staff was present at the time of passing and attempted CPR. Review of the patient's download data revealed that prior to passing, the patient experienced an inappropriate treatment event from the lifevest. At 2:05:56 am, the patient received the first treatment. The patient's rhythm at the time of the treatment was bradycardia at 35 bpm with heart block, amplitude oversensing and multiple counting. The post-shock rhythm was bradycardia at 30 bpm with heart block, amplitude oversensing and multiple counting. At 2:06:20 am, the patient received the second treatment. The patient's rhythm at the time of the treatment was bradycardia at 35 bpm with heart block, amplitude oversensing and multiple counting. The post-shock rhythm was bradycardia at 30 bpm with heart block, amplitude oversensing and multiple counting. At 2:06:47 am, the patient received the third treatment. The patient's rhythm at the time of the treatment was bradycardia at 30 bpm with heart block, amplitude oversensing and multiple counting. The post-shock rhythm was bradycardia at 20 bpm with heart block, amplitude oversensing and multiple counting. At 2:07:14 am, the patient received the fourth treatment. The patient's rhythm at the time of the treatment was bradycardia at 20 bpm with heart block, amplitude oversensing and multiple counting. The post-shock rhythm was bradycardia at 20 bpm with heart block, amplitude oversensing and multiple counting. At 2:07:41 am, the patient received the first treatment. The patient's rhythm at the time of the treatment was bradycardia at 20 bpm with heart block, amplitude oversensing and multiple counting. The post-shock rhythm was asystole with cardiac activity. At 2:13:05 am, the patient received the sixth treatment from the lifevest. The patient's rhythm at the time of the treatment was bradycardia at 20 bpm with heart block, amplitude oversensing, and multiple counting, and the post-shock rhythm was also was bradycardia at 20 bpm with heart block, amplitude oversensing, and multiple counting. At 2:13:33 am, the patient received the seventh and final treatment from the lifevest. The patient's rhythm at the time of the treatment was bradycardia at 20-30 bpm with heart block, amplitude oversensing, and multiple counting. Amplitude oversensing and multiple counting contributed to the false detections. The response buttons were not pressed during the event. A non-treatable rhythm was declared by the lifevest at 2:14:07 am. The patient reportedly passed away at 2:30 am.